Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector could not be turned by the user without pliers, and a second person also could not rotate it, consistent with a mechanical obstruction of the connector interface. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included complaint intake and device replacement for suspected mechanical defect. Investigation of this case revealed that the connector was likely affected by a burr or similar manufacturing irregularity that prevented normal attachment and rotation. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related mechanical defect of the connector component.